Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: failure to advance: the cause of the issue was not determined without returned product investigation and sufficient clinical details.

Event description:
Clinical narrative: a 56-year-old male with a history of diabetes mellitus presented with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) and underwent attempted impella cp support via right femoral percutaneous arterial access. The vessel diameter was reported as =4 mm and the patient was noted to be obese. During insertion, at an approximate angle of 45°, the physician reported an inability to wire the pump, associated with a red lumen delivery issue; the device was subsequently discarded. It is unknown whether excessive force was applied, the exact location of resistance, whether serial pre-dilation was performed, or if the red lumen was pulled in line with the catheter. The initial pump was explanted one minute after implantation. A second impella cp device was successfully implanted via the same access without reported delivery issues and provided support for approximately 1 hour and 34 minutes. Despite intervention, the patient expired while on support. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
A5. Ethnicity and a6. Race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella guidewire.